Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the system was functioning as designed, the issue could not be replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a transsphenoidal fess procedure, there was an alleged inaccuracy. They were accurate until about an hour into the case and then they were allegedly off by .5-1.0 cm, to the right of where they were. They used landmarks from there and didn't think to try to re-register. The surgeon stated they had planned to fenestrate two cysts, but were only able to reach one. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.